Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.5, retest inratio: 2.6, lab: 2.1. Pt's target therapeutic range is 2.0-2.5. Results done within mins of each other.

Manufacturer narrative:
Pending.